Event description:
Target lesion was the external iliac artery. The vessel was heavily calcified and heavily tortuous. Rate of stenosis was unknown. Approach was made from the brachial artery. The smart control stent was delivered after the target lesion was pre-dilated with a 4mm unknown balloon (30 seconds x 2 times). Recoil of the vessel was not observed at the pre-dilatation. The stent was released prematurely during the delivery even though the locking pin was still in place. The stent was deployed from approximately 1cm at this point. The sds was pulled back and fully deployed within the sheath. An attempt was made to pull back the sds within the sheath as a unit, but the only the sheath was pulled back. Therefore, the stent was left and placed in the common iliac artery. Another stent was placed in the original target lesion in the external iliac artery, and the procedure was completed without any patient injury.

Manufacturer narrative:
The complaint received states that during an interventional procedure a smart control self expanding stent prematurely deployed during advancement of the device. One non-sterile 6 x 80 smart control was received coiled inside a plastic bag. The stent was not received for analysis. The locking pin was received assembled to the handle. Blood residuals were observed. No more anomalies were found. The wire lumen was retracted and deployed several times according to IFU and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Since the stent was not received, the deployment difficulty-premature condition reported by the customer could not be confirmed, however, no anomalies were found during the analysis performed. Action taken: no corrective action will be taken at this time, give that there are no indications that the reported failure could be related to the manufacturing process. The complaint of stent premature deployment could not be confirmed with the returned unit. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel/lesion and procedural factory may have contributed to the reported complaint.